Manufacturer narrative:
The polaris spectra system control unit (scu) for the navigation system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. The positioning sensor unit (psu) for the navigation system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A site representative reported that, while in a cervical spinal fusion, the navigation system became unresponsive without prompt from the user. Restarting the navigation system was reported to temporarily restore functionality however the navigation system. After shutting down the navigation system and restarting it, functionality was restored. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. Testing revealed that the psu of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional.